Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart alarm. Customer's blood glucose value was 13.2mmol/l. Alarm did not occur shortly after inserting a new battery but was recurring during normal pump use. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and unexpected restart error test. No unexpected restart error alarm noted. Pump received with cracked battery tube thread, corroded battery tube, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.